Manufacturer narrative:
The date of event is estimated.

Event description:
It was reported that the patient experienced ineffective therapy, and the ipg is unable to communicate with external devices. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Additional information received indicates surgical intervention was undertaken on (B)(6) 2025 wherein the ipg was explanted and replaced.

Manufacturer narrative:
The fsca number is included in this report.

Manufacturer narrative:
The reported observation of no ble signal from ipg was confirmed. The root cause of the observation was not ascertained. Based on the current test results there is a degradation in the bluetooth circuitry.

Manufacturer narrative:
Based on information obtained the device is included in the neuromodulation (nm) - eterna scs and liberta rc dbs ipg wireless communication problem due to ble circuitry advisory notice. The patient¿s device unexpectedly lost bluetooth (ble) communication capabilities with their ipg and patient programmer. Failure analysis of the returned unit identified the ipg lost its ability to communicate with the clinician programmer (cp) and/or the patient controller (pc) due to a bluetooth (ble) crystal or oscillator component supplier manufacturing process issue. Fsca number is pending.

Event description:
Based on information obtained the device is included in the neuromodulation (nm) - eterna scs and liberta rc dbs ipg wireless communication problem due to ble circuitry advisory notice. The patient¿s device unexpectedly lost bluetooth (ble) communication capabilities with their ipg and patient programmer. Failure analysis of the returned unit identified the ipg lost its ability to communicate with the clinician programmer (cp) and/or the patient controller (pc) due to a bluetooth (ble) crystal or oscillator component supplier manufacturing process issue. Fsca number is pending.